Event description:
It was reported that when the patient was catheterized, the blue sleeve did not align for easy split of the plastic and there was a biocath foley catheter perforation problem. It was stated that this made insertion more problematic as sleeve was seamless technique. As per follow up information received via ibc on (B)(6) 2022, it was stated that there was no harm to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the patient was catheterized, the blue sleeve did not align for easy split of the plastic and there was a biocath foley catheter perforation problem. It was stated that this made insertion more problematic as sleeve prevented seamless technique. As per follow up information received via ibc on 28jun2022, it was stated that there was no harm to the patient.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached photos, it was observed that the polysleeve was torn vertically and the torn was not on the dotted opening. The reported event could not be confirmed due to poor sample condition since there was no physical sample returned. A potential root cause for this failure mode could be due to manufacturing defect from supplier. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore no additional action required at this time. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.